Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "High", although specific value was not provided on (b)(6)2026. The elevated BG was addressed by a correction injection via manual insulin therapy. No third-party assistance was required. Customer changed infusion set and cartridge to resolve the occlusions. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.